Manufacturer narrative:
Device manufactured between january 03, 2018 to january 05, 2018. The device was received for evaluation which contained approximately 100 ml of fluid in the bladder. When the blue winged luer cap was removed, no evidence of fluid was observed coming out at the distal luer. No signs of blockage such as air bubbles, crystallized drug or drug precipitate were observed inside the bladder or the tubing line. The reported condition was verified. After the tubing line was cut, fluid was observed coming out of the cut tubing line which indicated the cause of the flow problem was due to excess solvent at the solvent-bonded junction of the tubing and the distal luer lock. The cause of excess solvent was due to manufacturing assembly error. There are manufacturing process controls in place to detect and prevent blockages from occurring. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume inetermate would not prime. This was identified during setup and preparation. There was no patient involvement. No additional information is available.